Event description:
It was reported the patient had several falls in the past. On the last fall, the patient fell on the device. Since that time, the patient has not had stimulation coverage in the back. The device had also reset itself. Although impedances readings were normal, initially they read only as question marks. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.